Event description:
On july 1, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter has a display issue (missing segments). A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with diet and exercise. The product issue began in 2009 at around 5:30am. It is not known if the patient was able to obtain her blood glucose as usual after the product issue began. One week after the display issue began, the patient reportedly developed symptoms described as "shaking and feeling weak." The patient did not take any actions in regards to diabetes treatment and did not receive any treatment as a result of the product issue. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know if the patient was able to obtain any legible readings on the subject meter. This complaint is being reported based on the following information: the patient claimed had symptoms that can be associated with hypoglycemia one week after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.